Event description:
It was reported that during preparation for a treatment procedure, the starter guidewire was fractured. The fracture was noticed during removal from the package. No pt injuries or complications were reported. The clinical outcome is reported as "ok." The pt status is reported as "ok."